Manufacturer narrative:
(B)(4).

Event description:
It was reported that during an attempted implant, set screw anomaly was observed. The rv lead would not fully enter the port. The device was replaced.